Event description:
On (B)(6) 2010, the pt underwent repair of a type I aortic dissection and an ascending aortic replacement and transverse herniarch replacement using a gore tag thoracic endoprosthesis. On (B)(6) 2011, the pt had a f/u computed tomography that revealed a proximal type I endoleak and growth of the false lumen with a pseudoaneurysm. On (B)(6) 2011, the pt underwent a reintervention where an add'l gore tag thoracic endoprosthesis was implanted. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions - per the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pt etiologies with acute and chronic dissections.